Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient with multiple trauma following a motor vehicle accident was scheduled for prophylactic filter placement. The patient was prepped and draped in sterile fashion at bedside. The common femoral vein was accessed and the deployment sheath was inserted. Intravenous ultrasound (ivus) was placed and guidance mapping was performed. The ivus was then backed about 1.5 cm and the filter was successfully deployed centrally with good caval engagement under ivus observation. The deployment system and sheath were removed, and a light compressive dressing was applied to the groin. There were no apparent complications. Approximately two years two months post filter deployment, the patient presented for filter retrieval. The right internal jugular vein was accessed and a sheath was advanced. Inferior venacavagram demonstrated that the filter was mildly canted with mild amount of residual thrombus. Multiple unsuccessful attempts were made with a retrieval cone and snare, and it was felt the tip of the cone had some fibrosis touching the caval wall. It was felt that it was safer to leave the filter in place and there was some evidence of potential previous thrombus catch. The sheath was removed and a light compressive dressing was applied. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned. Images were not provided. Medical records were provided and reviewed. A vena cava filter was successfully deployed following a motor vehicle accident. Two years and two months during retrieval the filter was found to be mildly canted. Multiple attempts were made however the filter could not be removed. Based on the medical records the investigation can be confirmed for filter tilt and difficulties removing the filter. The investigation however is inconclusive for migration of the filter and perforation of the filter limbs as no information was provided in the medical records to indicate the occurrence of these deficiencies. The alleged filter tilt likely lead to the difficulties retrieving the filter. However based upon the available information, the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: movement, migration or tilt of the filter are known complications of vena cava filters. Migration of filters to the heart or lungs has been reported. There have also been reports of caudal migration of the filter. Migration may be caused by placement in ivcs with diameters exceeding the appropriate labeled dimensions specified in this IFU. Migration may also be caused by improper deployment, deployment into clots and/or dislodgement due to large clot burdens; perforation or other acute or chronic damage of the ivc wall; filter malposition; filter tilt. Note: it is possible that complications such as those described in the "warnings", "precautions," or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that sometime after successful filter deployment, allegedly the filter migrated and perforated the ivc wall. The filter was successfully retrieved. The reason for the filter deployment was not provided. The date of the filter retrieval is unknown at this time. No other information has been provided regarding the events reported. The patient status at this time is unknown. New information received: it was reported that approximately 26 months post vena cava filter deployment, the filter was allegedly discovered to be tilted and embedded in the caval wall. An attempt to retrieve the filter was unsuccessful. The patient status was not provided. New information received: the patient was scheduled for filter deployment following multiple trauma. The patient was prepped and draped and the common femoral vein was accessed. Intravenous ultrasound (ivus) was used for guidance mapping and the filter was deployed under direct ivus observation without complication. Approximately two years post filter deployment, the patient was scheduled for filter retrieval. The right internal jugular vein was accessed and inferior vena cavogram was performed which demonstrated the filter to be mildly canted and a mild amount of residual thrombus. Multiple unsuccessful attempts were made with a retrieval cone and snare device. The physician felt the tip of the cone had some fibrosis touching the wall and it was safer to leave the filter in place as there was evidence from a previous thrombus catch. The procedure was concluded and a dressing was applied.

Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that sometime after successful filter deployment, allegedly the filter migrated and perforated the ivc wall. The filter was successfully retrieved. The reason for the filter deployment was not provided. The date of the filter retrieval is unknown at this time. No other information has been provided regarding the events reported. The patient status at this time is unknown.

Manufacturer narrative:
Conclusion: the investigation is inconclusive for the alleged event. Based upon the available information, the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: potential complications: filter malposition. Filter tilt. Note: it is possible that complications such as those described in the "warnings", "precautions," or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
New information received: it was reported that approximately 26 months post vena cava filter deployment, the filter was allegedly discovered to be tilted and embedded in the caval wall. An attempt to retrieve the filter was unsuccessful. The patient status was not provided.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned. Images and medical records were not provided. The investigation is inconclusive for the alleged filter migration and perforation of the ivc. Based upon the available information, the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: warnings: movement, migration or tilt of the filter are known complications of vena cava filters. Migration of filters to the heart or lungs has been reported. There have also been reports of caudal migration of the filter. Migration may be caused by placement in ivcs with diameters exceeding the appropriate labeled dimensions specified in this IFU. Migration may also be caused by improper deployment, deployment into clots and/or dislodgement due to large clot burdens. Potential complications: perforation or other acute or chronic damage of the ivc wall. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.